Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion area was located in the superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm pressure upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
E1.initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion area was located in the superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm pressure upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure. It was further reported that the target lesion was 90% stenosed and moderately calcified.